Event description:
A nurse reported that when going from grade 2 to grade 3 during surgery, the phaco fell to zero. It happened when going from sulpt phase to quadrant. The patient impact is unknown. There are two systems at the facility and at the time of this report it was unknown with which system did the event occurred. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).